Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a downstream occlusion alarm during testing. The cause was identified to be an out of specification force sensor calibration reading, the force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed downstream occlusion. No additional information is available.